Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Clinical study patient: it was reported that 4 years after the patient underwent an evar procedure (no endoleaks noted at follow up visits), a thrombus was noted in the proximal right iliac limb within the abdominal aorta. On (B)(6) 2016, the patient underwent a secondary intervention to prevent limb thrombosis. Two 9 mm x 59 mm atrium icast stents were implanted in the area that extended from the flow divider of the bifurcated device to just proximal to the origin of the internal iliac branch.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), quality control, and imaging review was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Imaging review: clinical impression: 1. The mural filling defect triggering the reported secondary intervention was first identified at six months. It likely consisted first of neointimal hyperplasia which in turn became a nidus for thrombus formation. 2. It was associated with a bridging stent lumen that segmentally nearly doubled its cross sectional area. Blood flowing into the segment would have experienced decreased shear forces from slowing flow and turbulence. This would have favored the formation of neointimal hyperplasia". 3. There were no significant observations regarding patient anatomy, disease state or use of the device. 4. Regarding the design or performance of the device, the report states: "the mural filling defect triggering the reported secondary intervention was first identified at six months. It likely consisted first of neointimal hyperplasia which in turn became a nidus for thrombus formation". Regarding the eventual cause of the event: "neointimal hyperplasia and the increasing thrombus formation was associated with a bridging stent lumen that segmentally nearly doubled its cross sectional area. Blood flowing into the segment would have experienced decreased shear forces from slowing flow and turbulence. This would have favored the formation of neointimal hyperplasia". The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings and precautions. Per the IFU " excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. Pre-existing regions of stenosis/narrowing(less than approximately 20mm ID in the aorta or 7 and 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event(e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and reduce the risk of a thromboembolic effect. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm intravascular diameter (ID) may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic effect.. This patient had a past medical history significant for hyperlipidemia, type ii diabetes and smoking which are known to increase the risk of atherosclerosis and create a hypercoagulable state conducive to thrombus development. Imaging review results confirmed a filling defect in the right bridging of the zsle graft caused by thrombus. Based on the information provided and results of the investigation the most likely root cause of the reported event may be related to the patient's pre-existing conditions. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.